Event description:
It was reported that during a laparoscopic roux-en-y procedure, there was a lot of pneumo loss from the devices. The case was completed with the devices with no patient consequence.

Manufacturer narrative:
(B)(4). Fractured clear lens. The analysis results found that the (B)(4) device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was found to be cracked. No incident related to the reported event was observed during the batch record review. The analysis results found that the (B)(4) device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4)